Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with mtr release alarm was confirmed but not reproduced during product evaluation. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with mtr release alarm; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.